Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076-52 lead implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was replaced due to diaphragmatic stimulation. The lv lead was partially removed with the remaining lead capped and a new lv lead was successfully implanted. No patient complications have been reported as a result of this event.